Manufacturer narrative:
(B)(4). The clip remains in the patient. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
This is being filed to report the single leaflet device attachment (slda).(80709u149) it was reported this was a mitraclip procedure performed to treat functional mitral regurgitation (mr) with an mr grade of 3. The first clip delivery system (cds 80709u149) was advanced to the mitral valve. After deployment, the clip detached from the posterior leaflet and remained attached to the anterior leaflet (slda). The mr returned to 3. An additional clip was implanted to stabilize the slda clip, reducing the mr to <1. No additional information was provided.

Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar incidents reported from this lot. All available information was investigated and the reported single leaflet device attachment (slda) appears to be related to patient morphology/pathology. Based on the information reviewed, there is no indication of a product quality issue with respect to design, manufacturing or labeling of the device.